Manufacturer narrative:
Additional information was received that the reason for the procedure was that the patient was not getting left side coverage because of high impedances on the lead. The patient underwent a lead replacement procedure. Device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo lead revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo lead revision procedure for an unknown reason.